Event description:
It was reported that the surface of the preloaded toric intraocular lens appeared opacified due to ovd. Additional information indicated that the optic surface exhibited a different type of opacification than the crack. Problems were identified in the eyes after implantation, leading to the immediate removal of the lens and the insertion of another lens. The account did not provide information about the ovd used during the operation. The product is available for return. No other information was available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.